Event description:
It was reported that the one-piece intraocular lens (iol) was "manufactured in a faulty way". No further details were provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information and corrected data. Section b5 - describe event or problem: through follow ups we learned that there was no patient contact with the lens and that the defect in the material was that it looked like it was two lenses in one. The event did not lead to death or serious deterioration in the state of health and if it occurred again, it could not lead to death or serious deterioration in the state of health. Therefore, this event is no longer reportable and no further information will be provided under MFR report number 3012236936-2024-0002549. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.